Event description:
On an unreported date, the patient experienced loss of effect. The patient underwent x-ray (date not known to the reporter) that revealed a dislodged catheter. No other troubleshooting was needed. On (B)(6) 2014, the patient underwent a catheter revision. During surgery, it was noted the catheter had dislodged and was coiled up in the lumbar incision area with no cerebrospinal fluid flow. A new spinal segment of catheter was placed and attached to the existing pump portion of catheter. The explanted catheter was not to be returned to manufacturer. Patient was receiving intrathecal lioresal 2000 mcg/ml via an implanted pump programmed to deliver a dose of 100 mcg/day.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).